Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported breakage. The noted damage is consistent with device wear out through low cycle fatigue and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the im rod broke near handle when inserted in femur. All pieces recovered. No surgical delay.